Event description:
The customer reported that the system displayed intermittent communication failure error messages. This error results in a system lock up, no boot, or shut down depending when the loss of communication occurs. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib battery was replaced and the ps1 power supply voltage was adjusted. The system was then found to be operating as intended.